Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the distal tip of the anchor had fractured off. A visual inspection revealed that the anchor had been detached from the device, and was fractured at the eyelet. The plug screw appeared to have been fully advanced prior to the fracture. The retention suture was returned separated from the device. A functional evaluation revealed that the torque limiter had been advanced almost completely. It was able to rotate the inserter as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ read these instructions completely prior to use. ¿ breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. ¿ do not attempt to implant this device within cartilage epiphyseal growth plates or non-osseous tissue. ¿ rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. ¿ excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, excessive force or bending during insertion, or excessive rotation of the torque limiter. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the distal tip of the anchor had fractured off. A visual inspection revealed that the anchor had been detached from the device, and was fractured at the eyelet. The plug screw appeared to have been fully advanced prior to the fracture. The retention suture was returned separated from the device. A functional evaluation revealed that the torque limiter had been advanced almost completely. It was able to rotate the inserter as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Do not attempt to implant this device within cartilage epiphyseal growth plates or non-osseous tissue. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, excessive force or bending during insertion, or excessive rotation of the torque limiter. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor broke inside the patient. The broken pieces were removed by suction from patient. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.